Event description:
The customer reported that the device blade was protruding from the jaws of the device. There was no pt injury reported. The site contact was not able to provide additional info regarding the procedure or device.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.